Event description:
A cc4204bf collamer plate lens tore while being inserted, but it was not noticed until after the lens was implanted. It was removed with no pt injury or trauma to the pt. The nurse stated it was unk as to why the lens tore.